Event description:
Patient was on a neosynephrine drip and IV tubing required changing. Alaris IV sets failed to work properly after 3 tries. "Upstream" occlusion alarm kept occurring, b/p dropped rapidly. Tubing from another unit was obtained to provide a neosynephrine drip.